Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery did not charge and customer received a power source alert when the pump was plugged into charge. Customer's blood glucose level was 210 mg/dl. Ultimately, the pump began charging as intended.